Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that changes in pace impedance measurements were noted when it comes to this implantable cardioverter defibrillator (ICD) and competitor lead. Boston scientific technical services (ts) discussed the case and noted possible roto cause and troubleshooting steps for the case, and noted that based on the data provided the patient should continue to be monitored via remote monitoring. No further changes were made. The system remains implanted. No adverse patient effects were reported